Manufacturer narrative:
The manufacturer has received the sample, and will be evaluated. Results are expected soon.

Event description:
A break in the retention dome during traction removal. The indwelling time was 196 days. The dome portion was removed endoscopically.